Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: the battery compartment was cracked above and below the bumper pad. Moisture corrosion was observed inside the battery compartment and on the underside of the battery cap. A leak test was performed and the battery compartment leaks were confirmed. The pump case was removed and further evidence of moisture corrosion was observed inside the pump. Unrelated to the moisture ingress, the returned battery cap coin slot was observed to be damaged.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the pump display was blank and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.